Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The pse performed operational check and confirmed the power on/off led was not illuminated. The pse replaced the power switch overlay to resolve the reported issue. No parts were returned for failure investigation. During pm, the pse replaced the power switch overlay to address the issue of power switch led failure. The pse also replaced as part pm the unit's air inlet filter, cooling fan filter, blower, cooling fan, tubing kit, and battery. The unit was tested and passed.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the power on/off led was not illuminated. The customer reported there was no patient involvement.